Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge did not snap into place on the pump. Reportedly, there were o-rings on the pneumatic tap. The customer removed the o-rings and successfully loaded a cartridge to address the event. There was no reported impact to blood glucose level.